Manufacturer narrative:
Continued e.1 postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-05342, is a duplicate of mrn 9617229-2025-22379. Please see mrn 9617229-2025-22379 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2026-05342, is a duplicate of mrn 9617229-2025-22379. Please see mrn 9617229-2025-22379 for reportable events.